Manufacturer narrative:
Device analysis: the guide wire was not returned for analysis. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown, but no damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. An in-house 0.014" test wire was loaded through the device and met significant resistance at the location of the biological material just proximal to the crown. The test wire was able to move past the biological material with some force and then passed through the device without issue. The oad was tested at low, medium and at high speed with no abnormalities observed. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The cause of the device getting stuck on the guide wire was an accumulation of biological material on and inside the driveshaft. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported the during a peripheral orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). During the procedure the device got stuck on the csi viperwire guide wire and angiography revealed a perforation. The physician attempted to re-wire but was unsuccessful. The physician aborted the case. Additional information has been requested, but none has yet been received.